Manufacturer narrative:
D4: item number not provided. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode "a0282 - leaking." Could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the product was leaking at the tubes of the 'y' connection site and has happened multiple times. Event occurred immediately on use. There was patient involvement, but no patient harm or injury/adverse event reported. The products were primed with saline but not connected to a patient.